Event description:
It was reported that the patient had been having a lot of uti. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v177510, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information from the healthcare provider stated the patient did not have urinary tract infections.